Manufacturer narrative:
A pd evaluation was conducted. The report indicates that one part 2.5mm drill bit/qc/gold/110mm in two pieces was received for evaluation with complaint category "broke". It was reported that during a procedure for a distal humerus orif (open reduction internal fixation), the 2.5mm drill bit/qc/gold/110mm) broke in the patient's bone. The bit is a single use item. The material of the drill bit was confirmed to be 440a ss. The drill bit broke at approximately 24.5mm from the tip and there are numerous nicks just before the break that are likely related to the failure. The complaint mentions nicks and wear along the shaft of the recovered drill bit segment. Such witness marks are consistent with worn and damaged drill bits which may or may not have preceded the case in which the drill bit broke. This complaint is invalid from a design perspective. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Synthes (B)(6) reported during a procedure for a distal humerus open reduction internal fixation (orif) the drill bit broke in the patient¿s bone. The two broken pieces were retrieved from the patient without issue. The procedure was delayed by one minute. The procedure was completed with a like/similar product. Patient status/outcome following the surgery was reportedly stable. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis additional code: hsz. Device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Orchid unique manufactured the 2.5mm drill bit/qc/gold/110mm, p/n 310.25, and lot number u168482 for po (B)(4). The supplier¿s certificate of compliance (dated 3/28/13 for 3 receipts of this lot) indicates the parts were manufactured to p/n 310.25, (B)(4) and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet number (B)(4), (completed 4/11/2013 for all 3 receipts). There were no mrrs, ncrs, or complaint related issues with this complaint. The three receipts of this lot were released (B)(4) 2013. Placeholder.

Manufacturer narrative:
According to the visual examination on the manufacturing evaluation, the part was broken in the beginning of the flute area approximately 24.5mm from the tip. Additionally, there were at least 10 nicks just before the failed area, which could be related to the failure cause or possibly made while removing the broken piece from the patient¿s bone. The part initially conformed to all requirements per the certificate of conformance and was inspected and confirmed to the synthes incoming final inspection. Based on the evaluation performed and the unknown cause, this complaint is deemed invalid from a manufacturing position. Original date was (B)(6) 2014. Placeholder.